Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient experienced a possible catheter tip granuloma. A MRI was being done to rule it out. Additional information has been requested regarding drug information, if the granuloma was confirmed and the event outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.